Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with changing supplies and then resumed insulin therapy on the ilet, after which blood glucose was elevated to a reported high of 219 mg/dl for approximately two hours without device alerts. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education during the call. Investigation of this case revealed that blood glucose began to decline while on the call after insulin delivery was resumed, and there were no device alerts or alarms reported, so the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.